Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 600mg/dl due to insulin flow blocked alarms and no delivery. Customer treated with the pump. Customer indicated that they used an infusion set when they noticed the high and switched it out for another infusion set. Troubleshooting advised customer on proper insertion, taping and site techniques. Customer indicated that the issue was resolved by a complete set change and was able to get their blood glucose down. Customer declined further high blood glucose troubleshooting. No further details given.